Manufacturer narrative:
The event for nose cone separating was confirmed by the qa technician through visual inspection. The nose cone had separated/missing from the housing. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the nose tip came off of the attachment during the cut test. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the nose tip came off of the attachment during the cut test. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.